Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and rectocele on (B)(6) 2007 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted concurrently with hysterectomy and bilateral salpingo-oophorectomy. It was reported that the patient underwent mesh revision/removal on (B)(6) 2012. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh removal as previously reported due to dyspareunia, mesh extrusion and mesh erosion.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced incontinence, leaking urine, feels a knot in vaginal area. (B)(4).

Event description:
Details: it was reported that following insertion the patient experienced incontinence, leaking urine, feels a knot in vaginal area.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.